Manufacturer narrative:
The device is not available to the manufacturer

Event description:
It was reported that after placing the balloon catheter over aneurysmal neck, the balloon deflated suddenly and was not able to stay inflated, suggesting a leak. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.

Event description:
It was reported that after placing the balloon catheter over aneurysmal neck, the balloon deflated suddenly and was not able to stay inflated, suggesting a leak. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection showed that the balloon catheter was kinked 58 cm from the proximal end. During functional testing, the balloon catheter could not be flushed and a patency mandrel that was advanced was met with a solidified contrast at 42 cm from the distal end. The solidified contrast could not be removed and the catheter shaft was cut open to perform an inflation test. During inflation testing, the balloon catheter was inflated and deflated without any difficulty and no leaks were noted . Based on available information, the device was confirmed to be in good condition prior to use, the returned device inflated/deflated without issues and the reported event of balloon leak was not confirmed during product analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.